Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies multiple times. Customer reverted to using another pump for insulin therapy. There was no reported adverse impact to customer's blood glucose. Although multiple attempts were made to follow up with the customer, no reply was received.